Manufacturer narrative:
The customer provided more specific patient data. The initial tnths result was 71.62 pg/ml but the repeat tnths result was 3.92 pg/ml. Another sample, sample b, from the same patient was tested twice on the same analyzer with tnths results of 3.05 pg/ml and 5.87 pg/ml. Sample b was also tested on another analyzer with a result of 5.54 pg/ml. The investigation determined that issue was due to the dirty extra wash system (ews). The ews is the prewash area of the analyzer and tnths is a prewash test. Incorrect high tnths results are consistent with a dirty prewash area. No further issues have occurred following the service visit.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (tnths) result for 1 patient tested on a cobas 6000 e 601 module. The initial tnths result was 71.62 pg/ml. The repeat result was 4.1 pg/ml. It was not clear if the erroneous result was released outside of the laboratory. Clarification has been requested. There was no allegation of an adverse event. The tnths reagent lot was 29525803 with an expiration date of 31-mar-2019. The field engineering specialist was unable to determine a root cause. Performance and precision testing were performed. Procell and cleancell valves were replaced. He found the reagent bath to be very dirty and the extra wash solution washing well was overflowing and dirty. Calibration and qc testing were performed with acceptable results.